Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-mar-2025. Investigation summary: bd received 10 samples for investigation. These customer samples underwent functional tests and all passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples were tested for functionality, where one sample failed due to sleeve leakage caused by poor sleeve recovery. Furthermore, these same 30 retained samples also underwent functional tests for retraction lockout, and all samples passed, activating properly without any defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked into the holders when the rubber sleeve on the needle did not retract on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, blood leaked into the holders when the rubber sleeve on the needle did not retract on unspecified number of devices. No patient or user impact reported.